Manufacturer narrative:
Although a root cause cannot be identified, the data shows true amplification for the positive results, therefore, no systemic product problem with the reagent or hardware was identified. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Based on the data analysis review, the product is performing as intended. Initial reporter name and address: facility name is truncated due to character limit facility full name: (B)(6) hosp. Co..ltd (B)(6) hospital hat yai company limited.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for sars-cov-2 when using a cobas® sars-cov-2 & influenza a/b test kit for use on the cobas liat system. The alleged sample initially generated a sars-cov-2 positive. Influenza a/b negative result on cobas liat. The same sample retested negative with both the coyote flash20 fast detection system and the and is fast sars-cov-2 rt qpcr detection kit. The negative results were reported and no harm was alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.